Event description:
It was reported that there was no lock between the implanted device and the external equipment. Programming adjustments were made; however, this did not resolve the issue. Device revision surgery is under consideration.